Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that 2 different sized pipeline devices failed to open and that there was resistance with a phenom micro catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the right cavernous bend with a max d iameter of 19mm and a 7mm neck diameter. The access vessel was the right internal carotid artery (ica) with the diameter was 5mm and a phenom catheter was placed in the m2 segment with a diameter of 3.3mm. The landing zone or artery size was 3.5mm distally and 4mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered and the platelet reactivity units (pru) level was 180. The angiographic result post-procedure was anterior cerebral artery (aca) blood flow was compromised even when the flow diverter was not deployed from middle cerebral artery (mca) to ica. Mca flow was normal. It was reported that a non-medtronic guide sheath (cerebase) was distal to carotid bifurcation; navien was 5mm proximal to aneurysm neck; phenom was positioned in m2 segment; echelon placed inside the aneurysm. Fc 18x50 and fc 16x50 coils were deployed. Pipeline 4.5x25 mm loaded in phenom 27 and planned deployment was from below the bifurcation to 6¿7 mm proximal to the neck. The pipeline device entered a stenosed segment and failed to open, assuming a funnel-shaped configuration. Multiple re-sheathing attempts after approximately 50% exposure also failed. The physician planned to attempt deployment from the mca but device did not advance until the mca. The doctor suspected in-stent thrombus formation. After less than 60% exposure and persistent failure to open, the decision was made to recapture and remove the device. After securing distal access in mca with phenom, the pipeline was recaptured. During recapture, the pipeline opened in the catheter hub; the catheter hub was snipped to maintain distal access and the device was removed. The physician exchanged the wire and placed it; the snipped phenom 27 was removed; the new phenom 27 introduced over the wire. Pipeline shield 4x30 mm deployed starting at approximately 3mm below the bifurcation and proximal landing zone. This device also came across the stenosed segment and the device failed to open. Post-deployment: the aca blood flow was compromised and the mca blood flow was preserved. It was noted that there was catheter resistance in the distal section of the catheter. The pipeline 4.5x25 failed to open in the middle and distal sections of the device. The middle of the pipeline was positioned in a bend. The pipeline was re-sheathed more than 2 times. The additional steps and other devices taken required to open the pipeline included wire/catheter. The pipeline was not re-sheathed and removed with the microcatheter. There was patient symptoms or complications associated with this event. It was described as follows: "after an hour the patient complained about left limb weakness." The pipeline was not used for an indication that is not approved (off-label). It was indicated that all devices were prepared as per the instructions for use (IFU). Approx imately 45 minutes post-procedure the patient complained of right limb weakness. Under digital subtraction angiography (dsa) for thrombus was noted within the stent and in the mca. 18 ml intra-arterial alteplase was administered and the patient was observed. After an hour dsa showed improved flow in the mca. After another hour computed tomography (CT) scan was done which showed no subarachnoid hemorrhage (sah) or ischemic changes. Ancillary devices include a navien 6f guide catheter, axium fc coils18x50 and 16x50

Manufacturer narrative:
H2/h3: product analysis as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; within an opened pipeline flex shield and phenom 7 outer cartons and inner pouches; and within dispenser coils. The pipeline flex shield pushwire was returned outside the phenom 27 catheter. However, the braid was stuck within catheter hub. Damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. In addition, the middle section of the catheter was found to be opened and no damage. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. However, the catheter body was found to be cut under strain relief. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at distal and middle section as the pipeline flex shield braid was found fully opened. However, the root cause could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. Additionally, the pipeline flex shield could not be confirmed to have ¿device opens prematurely¿ as the pipeline flex shield braid was found to be fully opened and damaged. However, the root cause could not be determined. Possible causes include resistance during delivery, high force delivery, operator did not have sheath properly seated in hub of microcatheter, over-manipulation, pushwire was torqued/pulled back during insertion or advancing ped inside microcatheter, and user resheaths device more than 2 times. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. It was noted the patient's vessel tortuosity was severe it is likely that the severe vessel tortuosity may have contributed to the reported issues. However, based on the analysis findings, the pipeline flex shield and phenom 27 catheter were confirmed to have resistance as the pipeline flex shield braid was stuck inside the catheter hub. The pipeline flex and phenom 27 catheter were found to be damaged. From the damage seen on the catheter body (cutting); hypotube (stretching); and pipeline flex braid (fraying); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. Possible causes include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. It was noted the patient's vessel tortuosity was severe it is likely that the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the event could not be identified. The patient involved in the event only had left arm and leg weakness. There was difficulty in pushing the device for the catheter hub to the distal tip of the phenom. A continuous saline flush was administered and maintained as indicated in the IFU. The push wire was not rotated or pulled back at any point during the procedure. The distal segment of ped2-450-25 failed to open even after multiple re-sheathing attempts. The middle section of the ped2-400-30 was not fully wall apposed however, the device was deployed and remains in the patient. The ped2-450-25 was at 4mm distal to the bend, however, after 3 attempts from this position until the ica bifurcation but the device failed to open. The ped2-400-30 was not placed in a bend when it failed to open. The only additional steps/devices taken to open the ped2-450-25 device was re-sheathing. The ped2-400-30 was massaged with a catheter to manage to get satisfactory wall apposition across the bend. The patient is currently asymptomatic. The procedure was completed with 2 coils deployed in the aneurysm and ped2-400-30 deployed across the vessel. To get satisfactory apposition across the bend catheter massage technique was attempted. All the information has been confirmed/provided by the physician.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.